Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hysterectomy procedure, the handle was hard to squeeze and it was difficult to close the jaws. One reload dropped out of the handle of the device.